Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that additional steps attempted to open the pipeline included resheathing. The damage that was observed was deformation of the metal wire at the stent tip.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) .as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within an opened pipeline flex inner pouch. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline stent failed to open. The c6 segment aneurysm of the internal carotid artery was treated with a blood flow diversion dense mesh stent implantation. After the microcatheter was in place, the ped-500-20 stent was delivered to the m1 segment for release. The stent did not open. It was retrieved twice and properly pushed and pulled, but it still did not open. The abnormal morphology of the stent tip was observed under x-ray. After taking it out for in vitro inspection, the stent tip was damaged, so it was replaced with another ped-500-25. The operation was successfully completed and the first stent was returned. It failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% had been depolyed when it failed to open. The pipeline was resheathed less tahn or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unrupturedm amorphous aneursym in the right internal carotid artery (ica), c6 segment. The distal landing zone was 4.6mm and the proximal landing zone was 5.1mm. Vessel tortuoisty was minimal. Angiographic result post procedure showed slowed blood flow in the aneurysm. No patient symptosm or complications were reported. Ancillary devices: phenom27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.